Event description:
As reported by the edwards field clinical specialist (cs), at the beginning of a trans-septal tavr procedure, the patient became hemodynamically unstable and required high level resuscitation throughout the case. During multiple episodes of CPR, two sapien valves were noted to have migrated into the lvot. At the end of the procedure, the patient remained hemodynamically unstable, despite use of an impella lvad, iabp and vasopressors. Review of the medical records found that the trans-septal approach was taken due to peripheral vascular disease. After 3 balloon inflations across the ventricular septum to establish tavr access, the patient developed pea and initial CPR was started. In between CPR and temporary pacer use, an impella catheter was introduced and bav was performed. As there was no improvement in the hemodynamic status, the team moved directly to valve implantation with the first 23mm sapien valve, which was crimped onto a zmed balloon catheter and positioned 50:50 across the native aortic annulus. During deployment, the valve shifted slightly and landed 60:40 ventricular. CPR was continued after valve deployment without improvement hemodynamic improvement. The records show the patient developed ventricular tachycardia (vt) and was defibrillated multiple times. Resuscitation continued and approximately one hour later, a second 23mm sapien valve was deployed. The patient again developed vt and was defibrillated; CPR was continued. Approximately one hour later, the procedure was called ¿complete¿ and the patient was returned to the ICU with an iabp, impella, and temporary venous pacer (tvp) in place. Two days later, the patient returned to the lab for removal of the impella lvad and iabp. The iabp was reinstituted as she did not hemodynamically tolerate its removal; 1-2+ central aortic insufficiency was noted after the impella was withdrawn. As noted in the discharge summary, ¿the patient developed also mucous plug and ventilator associated pneumonia requiring suctioning and broad spectrum antibiotics with (vancomycin) IV and zosyn IV for empiric coverage. Patient continued to worsen clinically requiring escalating doses of pressors to maintain her blood pressure, neurologically she would have subtle non-purposeful movements in her left upper extremity to deep tactile stimuli while being off sedation for more than 24 hours.¿ at this point the patient was moved to comfort care at the request of her family. She died 5 days after the tavr procedure from ¿co-morbidities¿. Per report, the patient¿s aortic valve and aortic root were noted to be moderately calcified and the ejection fraction was 42%. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be fair and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the valve migration appears to have resulted during CPR that took place throughout the procedure, beginning at the time of the septostomy, prior to introduction of the edwards valve and delivery system. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.